Event description:
It was reported that a flogard infusion pump experienced the f-35 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The review of the alarm log did not identify any occurrences of the f-35 alarm. The device was found to be in good physical condition with no defects noted. Upon completion of the device investigation, or if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a service history review revealed no previous service events were related to the reported condition. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.